Manufacturer narrative:
The reported event that the tip was broken off was duplicated; it was confirmed through visual inspection that the pointer tip was broken off. It is possible that mechanical forces during use or during sterilization caused the pointer tip to break. The pointer was not repairable and will not be returned to the user facility.

Event description:
It was reported that prior to a knee arthroplasty procedure, when opening the sterilization case for use, the tip of the pointer was found to be broken off. The pointer was never initialized or used in the procedure. Back-up equipment was used to successfully complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Event description:
It was reported that prior to a knee arthroplasty procedure, when opening the sterilization case for use, the tip of the pointer was found to be broken off. The pointer was never initialized or used in the procedure. Back-up equipment was used to successfully complete the procedure. No delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.